Event description:
It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during an bronchoscopy with stent placement procedure performed on (B)(6) 2009. According to the complainant, during deployment, the suture wire did not release and the stent would not deploy fully. The entire system with the attached stent was removed. The procedure was completed with ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).